Event description:
The customer returned the tumescent pump for repair, the customer alleges the pump is still experiencing an inconsistent pressure stream. No patient injury, the pump failed prior to the procedure or touching a patient.

Manufacturer narrative:
Based on visual inspection, it was determined that the foot pedal cord was defective. The root cause was determined to be defective foot pedal cord. Repair and was performed on cord to foot pedal. All functions, with and without the foot pedal were tested 100% and passed testing procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.